Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient present for follow-up and requested a prophylactically device replacement following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. Phrenic nerve stimulation on the lv lead was also noted during the follow-up. The physician turned off the lv auto capture. The patient will be schedule for device and lead replacement. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that on (B)(6) 2017, the device and lv lead were explanted and replaced by a competitor device. The patient was stable before, during and post procedure.